Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that 3100a ventilator had a patient incident. No other information was provided when asked other than " the unit did something it wasn't supposed to". The issue occurred during patient-use and at this time there is no information regarding patient status or remedial action taken by the healthcare facility.